Manufacturer narrative:
Evaluation result: brake cam.

Event description:
It was reported by service report that the foot end brakes would not engage. No patient involvement or adverse consequences are reported.